Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing surgical scar was irritated under the lifevest equipment. Patient described the area as the cardiothoracic surgical scar was being rubbed under the front clasp, and has since reopened and become infected. There was no alleged device malfunction contributing to the wound. The patient is following up with a wound care specialist to treat the wound. Outcome of the wound is unknown.